Manufacturer narrative:
It was reported by the respiratory trainer that the patient experienced an event of oxygen desaturation during training and initiation of therapy on the life2000 device. The patient is a 60-year-old female with a medical history of chronic respiratory failure, hypoxia, heart failure with preserved ejection fraction, and pulmonary arteriovenous malformation. Prior to set-up on the life2000, the patient was on 8 lpm of oxygen nasal cannula and 10 lpm non-rebreather mask with spo2 ranging 84-85%. The trainer placed the patient on the life2000 ventilator and compressor in standalone configuration with breathe pillows interface. The trainer attempted to titrate settings (increasing/decreasing tidal volume, shorter and longer I-times, peep 0-4) with 10 lpm of oxygen bleed in from one devilbiss oxygen concentrator. The patient¿s spo2 immediately dropped to 56% and the trainer immediately stopped titration and placed the patient back on 8 lpm nasal cannula and 10 lpm non-rebreather mask. The patient recovered to baseline after several minutes. The trainer reattempted the life2000 with setting adjustments and the patient was unable to maintain a spo2 above prescription order of 82%. The trainer discontinued life2000 use and placed the patient back on her nasal cannula and non-rebreather mask and the patient¿s spo2 returned to >83%. The trainer reportedly observed the ball drop on the oxygen concentrator flow meter and the patient was referred to contact the dme company to service the device. The life2000 was removed from the patient¿s home by the trainer. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. The life2000 ventilator and compressor were returned for inspection. Using a known good combo hose and patient circuit, the life2000 device was set up in an extended range configuration with 5 lpm of oxygen bleed in from an everflo respironics 5 liter oxygen concentrator. Therapies were run at low, medium, and high activity levels and no malfunction was identified. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point and no alarms were observed. The ventilator and compressor functioned as intended. In this event, although the patient¿s oxygen level was clinically below normal range and the change was temporary, the event of oxygen desaturation to 56% is considered potentially life threatening in the setting of the patient¿s existing co-morbidities, concluding a serious injury occurred. The patient was under the supervision of a healthcare professional and recovered at home by switching to the prescribed oxygen flow rate via nasal cannula and no-rebreather mask. Although an inspection of the device rules out a device malfunction, information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to intolerance of therapy and a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. The complaint will be reassessed should additional information become available.

Event description:
It was reported by the respiratory trainer that the patient experienced an event of oxygen desaturation during training and initiation of therapy on the life2000 device. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was reported by the respiratory trainer that the patient experienced an event of oxygen desaturation during training and initiation of therapy on the life2000 device. This report was filed in our complaint handling system as complaint (B)(4).